Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was discomfort while charging. The patient stated that they had a low battery in the past and one time the battery had gone completely dead and had depleted to off but the patient had never seen a por. The patient stated that sometimes they forgot to charge the implantable neurostimulator (ins) and the battery would go completely dead. The patient felt the effects of residual stimulation when the battery goes off. The patient stated that the reason they forget to charge was because they normally charge once a week. Sometimes it felt normal but then they would notice that their back hurt so then they know it was time to charge again. The patient did not use high definition settings so they were able to get more days out of it and they could only sit in one position to charge due to how the battery was implanted. The patient wound up hurting at the battery site and the battery got warm because they had to press up against it in order to get a connection to charge. This was annoying to the patient. The patient had discussed these issues with their health care professional (hcp) and the device was checked out but ¿it was not anything too serious¿ and the patient was ¿not going to have a surgery to fix it or anything.¿ these issues had been occurring since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the adhesive discs have been a great help. Coupling/losing connection issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was further reported how they were having problems charging due to coupling and losing connection. The patient also repeated how they would have to put so much pressure to charge to get coupling, and then it would hurt. Adhesive discs were ordered for the patient to see if that would help with the coupling issue. The patient was to follow up with their healthcare provider (hcp) otherwise. No further complications were reported or anticipated.